Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon tried cutting and cauterizing but the cutting could not be done. Another device was used to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).